Event description:
It was reported that a remote transmission indicated atrial lead undersensing and one ventricular undersensed beat. It was noted that atrial fibrillation was noted on the presenting electrogram. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.